Manufacturer narrative:
The accurate lot number is unknown at this time.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set leak of fluid was noted at the back of the filter where there was a hole. No adverse effects were reported.

Manufacturer narrative:
Two cadd administration set was returned for the evaluation of the reported issue. They were returned in decontaminated conditions inside a plastic bag without its original packaging. The samples received were visually inspected at a distance of 12? To 16? Under normal conditions of illumination, and no damages or other workmanship defects were detected. A functional testing was then performed where the samples were prepared for leak testing using a gravity bag with distilled water. No leaks were detected fleeing from the filter nor other join, the test successfully passed; thus the failure mode reported was not confirmed. Root cause could not be determined since the complaint was not confirmed due to the fact the samples tested successfully passed. No corrective actions are required since the complaint was not confirmed.